Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. (B)(6). A device history record (DHR) review was performed for part # 359.219, lot # 9555345: manufacturing location: (B)(4), manufacturing date: 15.oct.2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed on the returned subject device. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are no signs of misuse on the instrument. An internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue plastic handle was broke during washing/ cleaning process on (B)(6) 2017. No patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).